Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a colectomy procedure, the staple legs did not bend. Case completed by hand sewing the anastamosis. There were no patient consequences reported. There is no further information available about the event.

Manufacturer narrative:
(B)(4). Batch # r5ap6j. Device analysis: the analysis results found that the ecs29a device arrived with the anvil missing. Only the casing half breakaway washer was present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.